Event description:
It was reported that thresholds have been steadily increasing over the last several months. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis revealed no anomalies. Concomitant medical products: product ID: 5076-52, crdm non-defib lead, implanted: (B)(6) 2004. (B)(4).